Event description:
A consumer reported following an intraocular lens (iol) implant procedure, reported intermittent inflammation and glare in the right eye following cataract surgery on 25-jul-2024. He has a history of dry eye and foreign body sensation prior to surgery, which worsened postoperatively. He is currently using a topical immunomodulator/calcineurin inhibitor twice daily and a topical corticosteroid four times daily as needed for inflammation and dry eye; the last use of the corticosteroid was on (B)(6) 2026. He also uses over-the-counter lubricating/artificial tears throughout the day. His symptoms have slightly improved, but he wanted to have the lens evaluated to ¿cross it off the list.¿

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).